Manufacturer narrative:
(B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported in an abstract that 255 underwent percutaneous vertebroplasty (pvp) and 122 patients underwent balloon kyphoplasty ( bkp) to treat single-level osteoporotic vertebral fractures (ovf) with intervertebral clefts (ivc) between 2003 and 2012. It was reported that the cement leakage rate was 24% in bkp. There was no neurological symptom or systemic complication due to cement leakage.